Event description:
It was reported that the patient no longer received pain relief from the indirect decompression spacer. The patient underwent a spacer explant procedure and was doing well postoperatively. The device was retained by the medical facility and will not be returned. The device model and serial number are unable to be obtained despite good faith efforts.